Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station possibly was in retry mode. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on retry mode. A technical support specialist (tss) dialed into the system, verified the logs and applied knowledge article "retry on tx. Storage item transaction" and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.